Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the blood glucose monitor. The patient was able to successfully test on her blood glucose monitor on (B)(6) 2022 at 5:00 p.m. The specific blood glucose result was unknown, but it was within the patient's normal range. The patient was not able to use the blood glucose monitor after this due to a power issue error message. On (B)(6) 2022 at around 9:00 a.m., the patient was experiencing symptoms of being sleepy and incoherent. The patient's husband contacted the paramedics at 10:00 a.m. And they arrived at 10:05 a.m. The patient's blood glucose level was 550 mg/dl on the paramedic's meter. The paramedics did not provide treatment and transported the patient to the hospital. It is unknown if the hospital tested the patient upon arrival. The type of treatment provided to the patient at the hospital was unknown. The patient was discharged from the hospital on (B)(6) 2022. No further information was provided.